Manufacturer narrative:
The rep (B)(4) was unable to get the communicator to connect with the device. There was a successful transmission on (B)(6). They tried troubleshooting with the communicator on april 15th. The casidi data provided new firmware log file information showing telemetry communication with both the prm and communicator. The log file includes the last communicator session logged on the latitude server from (B)(6) 2019 with a duration of 1.4 minutes. It appears the device delivered several shocks on (B)(6) 2019. On (B)(6) 2019 there was a prm session that lasted 38 minutes. On (B)(6) 2019 it appears there were latitude communication sessions of 6.2, 2.5, and 7.8 minutes. On (B)(6) 2019 it appears there were latitude communication sessions of 7.0 and 4.6 minutes. On (B)(6) 2019 there was a prm session for 2.0 minutes. On (B)(6) 2019 it appears there were latitude communication sessions of 4.4, 8.6, and 4.2 minutes. On (B)(6) 2019 after the above latitude communications there was the start of another prm session. It could be an issue with the communicator talking to the server. As of (B)(6) 2019, the latitude nxt system says the communicator is not setup. On (B)(6) 2019 the communicator showed an additional 2 incomplete pg interrogations with a total of 3 so far. Device evaluated by MFR: device is still in use, therefore no product evaluation can take place.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 6 inappropriate shocks to the patient resulting in therapy exhaustion. Smart pass turned itself off due to poor signal amplitude. No adverse patient effects were reported. Cxr shows electrode with 's' curve. Autoset up chose primary 2x's gain then call had patient lie flat and device chose alternate 2x's gain. Alternate in captured s-ECG's not as good as primary. Secondary looks poor, and rep might keep device programmed to primary.